Event description:
It was reported that male portion of the luer lock adapter of two (2) interlink system non-dehp t-connector extension sets was damaged which prevented the connection to catheter hub. This was noticed while connecting during intravenous placement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date/d10: concomitant product: this event occurred on an unspecified date in (B)(6) 2024. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.